Event description:
The lead was replaced due to upgrade. The lead was capped and remained in the body for almost six years. In the course of explanting another system, the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the proximal conductor was distorted, the distal conductor was cut, the proximal conductor was cut, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation was breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched; full lead in segments returned and analyzed.